Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported as over 18 years. According to the complainant, during the first side of the procedure, there was an unintended release of the mesh carrier from the delivery device shaft tip. The entire device was removed from the patient and upon removal, it was noticed that the mesh had become stretched. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".